Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check, the cs100 intra-aortic balloon pump (iabp) unit was showing error system failure during autofill. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e2. A getinge field service engineer (fse) evaluated the unit and found drive manifold and solenoid driver pcb both defective. Checked and found some problem during autofill iabp showing error system failure, both part removed and all connector of main pcb remove and after reconnecting all connector and reconnect both part drive manifold & solenoid driver pcb and continues run this iabp 3 to 4 hr and no problem found. Handed over to department with good working condition.

Event description:
N/a.